Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced sustained hyperglycemia, with reported glucose values up to 439 mg/dl and prolonged out-of-range duration of approximately three hours, during a period of stress and while moving homes; the pump displayed ¿high,¿ and the user performed troubleshooting including infusion set and cartridge changes with continued monitoring and later requested assistance to switch to a contact detach set. Symptoms included exhaustion and dizziness. Outcomes included self-management without outside assistance and no medical intervention, with glucose trending down and subsequently returning to range per reports. Investigation included review of device performance through customer interviews, guided troubleshooting, and assessment of infusion set integrity and insulin delivery pathway. Investigation of this case revealed no confirmed device malfunction, with the event consistent with hyperglycemia potentially related to infusion site or connector issues, user supplies not fully changed initially, and situational stress, and the device later functioned as expected after supply changes and continued use. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.